Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the top of the patient's lead was causing pain in her back. The physician believed that the depth part of the epidural space was irritated by the lead. The patient underwent a revision procedure wherein the leads were pulled back. The patient was doing well postoperatively.